Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It was noted that the event hospital is a children's hospital. We will set the supplemental report as a 30-day report. Evaluation summary: no anomalies found.

Event description:
Asku